Manufacturer narrative:
(B)(4). D10: 12/14 ceramic fem head 0x28 item: 00877502802 lot: 3207366 g2: foreign ¿ japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the liner didn't fit into the shell. As a result, the surgery was completed with other implants. The exact surgical delay is unknown, but it is less than 30 minutes. And no adverse event occurred. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h6; h10. Visual examination of the returned product identified a fully assembled ringloc with a vivacit-e insert, and an unassembled vivacit-e insert were returned for evaluation. There is no item # or lot # etch visible on the assembled ringloc due to assembled state. The poly insert does not require item # or lot # to be etched on it. The assembled ringloc visually appears to be fully assembled with the insert seated within the shell and lock ring engaged with the poly insert. The ceramic head rotates freely without resistance. There is no visual damage to the assembled components. The unassembled vivacit-e poly insert is etched with 43/45mm pe xe and visually undamaged. It is not possible to match the liner to a specific sub-form due to the liner sizes being able to be used in both combinations. Item# 30302843 - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Item# 30302844 - review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.